Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during prime test due to loose/protruded drive support disk. We were unable to perform the occlusion and excessive no delivery test due to motor error alarm and was unable to prime. The insulin pump received with cracked reservoir tube lip, missing end cap sticker and minor scratched lcd window. Data analysis: (B)(6) 2016 daily insulin total = 54.400u, (B)(6) 2016 daily insulin total = 35.700u, (B)(6) 2016 daily insulin total = 33.000u, (B)(6) 2016 daily insulin total = 43.450u, (B)(6) 2016 daily insulin total = 35.700u, (B)(6) 2016 daily insulin total = 35.700u and (B)(6) 2016, daily insulin total = 45.100u. There is no data listed for the date of (B)(6) 2016. Motor error alarmed (B)(6) 2016 at 12:41am, (B)(6) 2016 at 6:23pm, (B)(6) 2016 9:57pm, (B)(6) 2016 10:46pm, (B)(6) 2016 10:53pm and (B)(6) 2016 12:46am. Customer cleared alarms and continued on pump therapy.

Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away due to a car accident, at the scene. The cause of the accident is unknown; the customer might have lost control, but there was no trauma to the body. The customer ran into fence of a pipe yard. The caller stated that the customer was not feeling well in the morning of the accident; she felt like her blood glucose was running low. The caller stated that the customer had two previous heart attacks. The customer had congestive heart failure. Her blood glucose was checked in the morning of (B)(6) 2016 at 7:30am and 8am, at the hospital; it was 70 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that when they got to the hospital, the customer's insulin pump was alarming to deliver a bolus; the customer hadn't taken a bolus before she left the house in the morning. The caller agreed to return the insulin pump for analysis after retrieving it from the medical examiner.